Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 23.5 mmol/l, which was treated with manual injection of 35 units. It was also reported that there was wetness beneath the lcd. The insulin pump was exposed to water. The discontinuation of the device was advised. During the phone call the customer stated that the wetness under the lcd went away and was no longer visible. It was also reported that prior to the button error alarm there was a weak battery alarm and the customer changed the battery. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. All operating currents are within specification. No unexpected weak battery alarm noted. No moisture damage on the motor assembly or electronic assembly noted during visual inspection. The insulin pump has minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.